Event description:
During an incident on 10/23/01involving a female pt in cardiac arrest, this defibrillator shocked twice before the battery failed during the third charge. Their spare battery was installed and it failed during the first charge. Als responsed and took over pt care. The pt was transported to a hosp. The 2 batteries were replaced at the start of tour.